Event description:
Info received indicates, the bed would not send a nurse call when the nurse call switches were pressed.

Manufacturer narrative:
The tech found pins bent on the end of the communication cable. The tech straightened the pins to resolve the problem.